Event description:
It was reported that deployment issue occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. After predilation using an unspecified size nc quantum apex balloon catheter, a 3.00mm x 20mm liberté stent was advanced but was not able to cross the target lesion. The device was removed and a shaft kink was noted. Then a 3.00mm x 16mm liberté stent was advanced. The stent delivery system balloon was inflated to deploy the stent; however, the balloon was unable to inflate to more than 8 atmospheres. As a result, the stent did not fully appose to the vessel wall. The stent did not move and remained in the intended location. The stent was post dilated using the unspecified size nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with a liberte/veriflex shelf box. The batch number on the returned packaging and device matched the reported batch. There was solidified contrast in the balloon and inflation lumen. There was blood in the wire lumen. The shaft adjacent to the guidewire exit notch was damaged. The stent was not received for analysis, which is consistent with the reported information because the stent was reportedly placed in a patient. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The catheter was soaked in a bath of water to attempt to loosen solidified contrast. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. There was no evidence of any product quality deficiencies related to the reported event and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. After predilation using an unspecified size nc quantum apex balloon catheter, a 3.00mm x 20mm liberte stent was advanced but was not able to cross the target lesion. The device was removed and a shaft kink was noted. Then a 3.00mm x 16mm liberte stent was advanced. The stent delivery system balloon was inflated to deploy the stent; however, the balloon was unable to inflate to more than 8 atmospheres. As a result, the stent did not fully appose to the vessel wall. The stent did not move and remained in the intended location. The stent was post dilated using the unspecified size nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.